Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (monitor will not turn on) has been confirmed. As received, the monitor was unable to power on. Upon evaluation, there was contamination inside the monitor, damaging several components. The cause of the inability to power on is the contamination. The root cause of the contamination cannot be positively identified but is likely liquid ingress, no adverse event resulted from the damaged monitor. The pt received a replacement monitor.

Event description:
A (B)(6) male pt called zoll customer support to report that his battery charger was not working. The pt was issued a replacement charger/modem